Event description:
It was reported following a reprogramming session, the patient was originally receiving "good" pain coverage. About 8 months later, the patient had no stimulation sensation though. The impedances were measured and all impedances were >10,000 ohms. Reprogramming was attempted but the results were not successful. About another 8 months later, the device was surgically interrogated. The extensions were removed from the battery and connected to an external neurostimulator. One extension/lead worked and the other extension/lead still had out of range impedances (>40,000 ohms). The lead with high impedances was replaced, but it was not reconnected to the extension with high impedances. The battery was also replaced, and it was noted there was not normal battery depletion. It was unclear whether the issue was with the lead, extension, and/or battery. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012, lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009, programmer model 37742 serial# (B)(4), anchor model 3550-39 lot# unknown; (B)(4). The stimulator, lead, and anchor were returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no anomalies. Final analysis of the lead revealed all conductor wires were broken at the titan anchor site. Final analysis of the titan anchor revealed no significant anomalies. The silicone was cut though.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.